Manufacturer narrative:
(B)(4). Batch #t94002. Investigation summary: the device was returned with the jaws misaligned, and with the clamp arm damaged, upon further analysis of the tissue pad an off center burn in was observed. The tissue pad was damaged, melted not all present. Additionally, the blade tip damaged, however, the blade was not cracked. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Our manufacturing process has been identified to be the possible cause of the misaligned jaw issue.

Event description:
It was reported that while in gynecology surgery, and the device failed. A new device was opened and ran regularly. The procedure was completed successfully. There were no patient consequence.